Event description:
I have mentor breast implants for 2 years, I felt a fatigue in my arms not long after the surgery, but I thought that it's because of reduced mobility after the surgery (during healing). Later not long ago, I started to feel light morning stiffness and now (about week) it get worse, 1 joint is painful. I did rf test, its 14 (positive), other info blood tests negative (crp, anti ccp, sedimentation rate are normal). Also my food allergic intolerance is increased. It was known that I have an auto immune thyroiditis before surgery, but nobody informed me that it is a contraindication for breast implants. I am going to see rheumatologists as soon as possible and plastic surgeon, considering implant removal. FDA safety report ID# (B)(4).